Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within weeks of implant, the atrial lead was dislodged. The physician performed an implant revision. The lead is still in use. No patient complications have been reported as a result of this event.